Event description:
Event description boston scientific crm received information that at one day post-implant, this right ventricular lead exhibited non-capture while programmed with an output of 2.4v. The lead was explanted and replaced in a revision procedure. No adverse patient effects were reported.